Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead had an underlying rhythm of a supraventricular tachycardia (svt). During some of the svt events, oversensing was noted on the rv channel, leading to inappropriate shocks. During one of the episodes, anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to the ventricular fibrillation (vf) therapy zone. A subsequent shock converted the svt and the vf. Additionally, there was a different type of noise and oversensing on the rv channel. Technical services (ts) discussed that during the shock events, there may have been oversensing of right atrial (ra) signals. There had also been decreased rv pacing impedances and decreased amplitude measurements. It was suspected that the noise was due to this lead being in contact with a previously abandoned lead. Additional information was received which reported that the patient received additional inappropriate shocks due to lead-on-lead noise and a broken lead. The system was therefore explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.